Event description:
When the patient was on vacation and exercising, his pulse was noted to be in the 30's. The asymptomatic patient went to the ER. ECG revealed an absense of ventricular pacing with an intrinsic rhythm of approximately 36 bpm. During interrogation, loss of output could not be reproduced. Loss of output was reproduced when the patient lifted his left arm above his head. Bipolar lead impedance greater than 2500 ohms was noted. Device programmed to unipolar.

Manufacturer narrative:
No medwatch form was received.